Manufacturer narrative:
The reported event occurred on a cobas 8000 - cobas e 602 module (serial number: (B)(6). The investigation determined that the assay performed within specifications. A review of calibration and quality control data confirmed all results were within expected ranges. Repeat testing of customer samples using retention stock reagents reproduced non-reactive results, consistent with the customer's repeat measurements. The initial reactive results may be attributed to the known phenomenon of initially reactive results. Pre-analytical factors could not be ruled out as a potential contributing factor. No general reagent issue was identified, and the investigation concluded that the assay was functioning as intended.

Event description:
The initial reporter alleged discrepant results for the elecsys anti-hbc ii assay on the cobas 8000 - cobas e 602 module. Eight out of twenty samples initially tested positive but were negative upon repeat testing. The following examples were provided: sample 1 was measured on (B)(6) 2020 with a result of 0.648 coi (reactive) and repeated on (B)(6) 2020 with a result of 2.08 coi (non-reactive). Sample 2 was measured on (B)(6) 2020 with a result of 0.407 coi (reactive) and repeated on (B)(6) 2020 with a result of 2.05 coi (non-reactive).